Event description:
It was reported that a roi-c plate would not fit in the cage intra-operatively. There were no reported patient impacts. Device evaluation by the manufacturer found the plate was bent.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the device has a bent arm and minor dings/gouges. Root cause: root cause was unable to be determined. It is possible to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.